Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the em controller and panel for the in/out were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The controller has been received by the manufacturer for evaluation. Testing found that the upper board was out of alignment and four standoffs were missing. It was reported that the controller would not communicate. No additional parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the navigation system turned off the emitter functionality without prompt from the user. It was reported that the emitter would not power back on and the system displayed that the localizer was disconnected. Restarting the navigation system did not restore functionality. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.